Event description:
Info received indicates the bed was found with the upper portion of the siderail detached due to broken upper pivots.

Manufacturer narrative:
The technician replaced the right foot siderail to repair the bed.